Event description:
Risk mgr reported: rn heard the ventilator alarming and went to pt room and found ventilator tubing disconnected and pt apneic and pulseless. Code called and pt cardiac rhythm returned. Rhythm resumed with blood pressure and pulse but pt remained unresponsive. Pupils were fixed and dilated with corneal reflexes absent. Pt remained unresponsive through the night and became progressively bradycardic and profoundly hypotensive. Neurologic consult was obtained and neurologic exam was consistent with brain death. Pt was made dnr and decision was made to discontinue life support as there was no reasonable prospect for any significant neurologic recovery. Ventilator was sequestered and checked by outside svc. Ventilator was placed into same pt room and alarm was found loud and audible at the nurses station from the pt room. MFR's svc tech performed extended self testing (est) and performance verification testing and all tests passed per operating spec. Per hospital risk mgmt they don't view the ventilator as having caused or contributed to event.

Manufacturer narrative:
Hosp risk mgmt reported there is not a remote alarm in the pt room or pt room area. They are unsure how pt circuit became disconnected from the pt but reported the pt did have some use of his upper extremities.